Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration (B)(4) cannot be conclusively determined. The patient experienced ongoing bleeding with a hemothorax following the implantation surgery, which required chest tube placement. The patient was taken back to the operating room with noticeable right ventricle dysfunction and an rvad was placed. The patient stabilized but the bleeding continued. The patient was taken back to the operating room for a washout. The patient continued to have a poor prognosis and support was withdrawn. The patient expired on (B)(6) 2019 and the device was not explanted for evaluation. The heartmate 3 lvas IFU lists bleeding, death, and right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient experienced ongoing bleeding with a hemathorax. The patient required a chest tube placement; patient was taken back to the or with noticeable right ventricular dysfunction. An rvad placed and the patient stabilized but bleeding continued. Patient went back to or for washout. Patient experienced multi system organ failure requiring advance therapies for right ventricular support. Continued right ventricular failure w/ medical device and inotropic support. Patient couldn't tolerate right ventricular medical device wean, continued to have poor prognosis. Withdrew on lvad and patient expired (B)(6) 2019.